Event description:
Physician reported to sales rep an incident of the guidewire core wire breaking and sticking through guidewire coils. Dr was physician involved. There was no negative pt outcome or injury, per sales rep. The device used in the incident was not retained.